Manufacturer narrative:
The reason for this revision surgery was to remedy a dislocation of the patient's reverse shoulder prosthesis. The implants were in vivo over 5 months. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated a significant adverse event occurred. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main component listed in the complaint. A review of the product complaint report history showed there have been (B)(4) prior complaints against this part number, and (B)(4) complaints with failure mode pertaining to "dislocation". This is the first complaint for the lot# 862c1403. This investigation is limited in scope because the explanted products were not returned to djo surgical, and a definitive root cause cannot be determined. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - the patient had chronic dislocation of the reverse shoulder prosthesis. The surgeon removed the glenosphere and the socket insert; he replaced them with a new glenosphere and socket insert.